Event description:
It was reported that the patient underwent a surgical procedure with instrumentation. Sometime post-op it was discovered that there was a bilateral breakage of the rods. The patient underwent revision surgery to remove the broken rods.

Manufacturer narrative:
(B) (4). The expiration date is unclear at this time. A follow up report will be sent when the date is determined. H6: a review of the device history records did not identify any applicable nonconformance to specification.